Event description:
It was reported the system had a communication failure then would not boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.